Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Upon visual inspection the inserter shows impact marks on the shaft and the strike plate there was no visible damage to the threads. The shell had scuffing on the inside of the device but there was no visible damage to the threads of the shell. The devices were returned separated and after photos were taken they were screwed together and then separated by hand. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Procode: fbi. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 04349.

Event description:
It was reported that during an initial hip surgery the surgeon implanted the cup into the patient. Further, the surgeon hit the impactor handle several times until the cup was steady in the acetabulum. The surgeon attempted multiple times to disengage the monoblock cup impactor from the cup and was unsuccessful. Due to the malfunction, the surgeon had to explant the cup as the impactor would not disengage. Another cup was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.